Event description:
It was reported that the patient was experiencing pain at the right breast and rib due to lead migration. It was noted that the scar tissue around the paddle has caused nerve roots in that area to become inflamed. The patient was prescribed with anti-inflammatory meds.